Manufacturer narrative:
Product complaint: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore, unavailable for a physical evaluation. This complaint cannot be confirmed. No non-conformances were identified for this part number, lot number combination per qlik query executed on (B)(6) 2019. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. If any additional information is obtained, this complaint will be re-opened to capture that information. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via phone that during an acl reconstruction procedure the sales rep's 10x30 intrafix advance screw and 9x30 intrafix advance screw sheaths broke during insertion. The sales rep stated that the implants were fully removed from the patient with a hemostat. The implants were being used in conjunction with a size 9 graft, a 9.5 tunnel, and a large trial. The sales rep stated that the insertion of the implants was not off axis. The case was completed with another like-implant in the same bone hole with no patient harm or delay. The implants were discarded by the customer.